Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms during testing however, pump error alarm are found in the formatted history file due to a software error. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected failed battery test/failed battery alarms noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that without a warning they got a pump failure and change battery alert. He changed the battery and it was locked up. The customer¿s blood glucose level was about 150 mg/dl. They reviewed the alarm history and found an insert battery, battery failed, and pump error. The pump error and battery failed test occurred while they were trying to bolus. Troubleshooting was performed. The customer was advised to program a normal bolus in the air. The bolus amount was not recorded in the daily history. They programmed a normal bolus in the air a second time and the bolus amount was recorded in the daily history. The insulin pump did not alarm with a replace battery now alarm. They were advised to wait for insert battery alarm before inserting a new battery. It was noted that the insulin pump alarmed a battery failed. The alarm was cleared before inserting battery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.